Event description:
It was reported that the pump indicated a data log corruption. Reportedly, customer continued using pump for insulin therapy. Additionally, it was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer's blood glucose (bg) level was 396 mg/dl to "high" with large ketones not identified as dangerous by a healthcare provider. Reportedly, the customer gave themselves a correction injection via the pump and went to the emergency room (ER) where they were treated with intravenous fluids of saline to address elevated bg level. The customer was released from the ER the same day with no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.